Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic partial nephrectomy on (B)(6) 2015 and suture clips were used to secure suture. During use, the clip did not hold, causing the tissue to open up which caused the procedure to be converted to a total nephrectomy. There was more blood loss than expected, although the total volume of blood loss is unknown. Additional information was requested.